Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 285 mg/dl. The drive support disk was normal and recessed. The spouse stated that the insulin pump had not been exposed to a strong magnetic field. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at display window corner and minor scratched display window.